Event description:
This procedure is part of the (B)(6) study:post atherectomy an aterial perforation was noted. No patient injury reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.the difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the(B)(6) study events.